Event description:
A low reading issue was reported with the adc device. Customer received low glucose reading and experienced seizure and loss of consciousness. The customer was unable to self-treat, an ambulance was contacted, and the customer was given an unspecified injection for treatment by a health care provider. A reading of 53 mg/dl was obtained on an hcp meter however, it is unknown if this reading was obtained before or after the reported treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.